Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient encountered pain at infusion set insertion site during insertion due to not having removed the blue needle guard prior to insertion.on (B)(6) 2024 the infusion set was use for less than 1 day no further information available.